Event description:
A malfunction alarm identified as malf 16 was reported, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.